Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Patient experienced a fall and breakage of the veptr adapter where it connects to the veptr I rib construct was noted. Surgeon revised the veptr I/veptr ii construct with another veptr ii adapter.